Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was pulled apart due to overstress and the lead appeared damaged at implant.

Event description:
It was reported that at implant, the lead to be implanted had a fracture. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.